Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system red 72 reperfusion catheter (red72), a neuron max 6f 088 long sheath (neuron max), a non-penumbra microcatheter, and a guidewire. During the procedure, the physician advanced the red72 through the neuron max over the microcatheter and guidewire into the target vessel. The physician then initiated aspiration and after approximatively 30 seconds, the red72 was removed. The first pass was not effective and the physician decided to re-advanced the red72 back into the target vessel. Subsequently, the physician noticed a kink near the hub of the red72. The physician then connected saline to the red72 and noticed that the red72 was leaking at the kinked location. Therefore, the red72 was removed. The procedure was completed using the same neuron max, another catheter, and two stent retrievers. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned red72 revealed a fracture underneath the strain relief distal to the hub. This is likely the reported kink near the hub. If the proximal end of the red72 is manipulated during use, damage such as a kink and subsequent fracture may occur. This damage likely contributed to the reported leaking on the catheter. Further evaluation revealed an additional kink on the distal shaft. This damage was likely incidental to the complaint and may have occurred during use of the device. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.